Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Csi ID# (B)(4).

Event description:
A 95% stenosed, type c lesion was treated with the diamondback coronary orbital atherectomy device (oad) in the mid-left anterior descending artery (lad). The lad was 3.5 to 4.0 mm in diameter with mild tortuosity. A stent had been placed in the lad the day prior to the procedure. The oad was tracked past the stent and stopped just before the lesion. After four treatments were done on low speed, it was observed that the proximal lad stent had a different appearance than when the procedure was started. During the attempt to remove the oad, the stent collapsed around the oad, and the oad was unable to be removed. The patient was transferred to the operating room for an emergency CABG. Three bypasses were completed successfully, and crown of the oad and stent remained in the patient. The patient expired approximately four hours after the bypass procedure due to bleeding complications secondary to the surgery and the various large bore device placements including ECMO and impella. It was thought the patient bled due to being fully anticoagulated.

Manufacturer narrative:
Angiographic images were received and reviewed. While it appeared the crown may have been inside the stent, it was unable to be confirmed. (B)(4).